Event description:
Additional information was received from review of the manufacture's database that the patient died 18 days post explant of the ipg system. A cause of death was requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a systemic methicillin-resistant staphylococcus aureus (mrsa) infection. The implantable pulse generator (ipg) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg: (B)(6) 2012. (B)(4).